Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with two tachy episodes via remote transmission. Upon review, the patient experienced a vt rhythm in the vt-1 zone, which eventually accelerated to the vt-2 zone. Atp was delivered, which slowed it back down to the vt-1 zone, and then the device registered a false rts and ended the episode. The patient continued to experience the slow vt rhythm for two hours before spontaneously converting. Programming changes were suggested.

Event description:
New information received notes that the physician performed programming changes and adjusted the patient's medication. The patient was stable.